Manufacturer narrative:
This supplemental emdr is being submitted to provide the manufacturing date. Updated field: h4. If additional information becomes available an emdr supplement will be submitted.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a white foreign material in the jet tube, air water cylinder, tube, distal end cover and adhesive on the bending section cover . There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a new finding of the final investigation: - connecting tube has foreign objects. Based on the results of the investigation, a probable root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited a white foreign material in the jet tube, air water cylinder, tube, distal end cover and adhesive on the bending section cover . There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: failure is cause traced to failure to follow instructions should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.